Event description:
Customer reports lancet protrudes from the end cap of the softclix device; unknown if before or after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.